Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the cable was deteriorated, and the probable cause of the event, ¿flickering images¿, was cable failure which caused a communication problem, resulting in a temporary image abnormality. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the image was flickering on the hd camera head. The device was inspected before use of an unspecific procedure. There was minimal delay and no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: a deteriorated camera head cable, small crack on the electrical cable, dead pixel found on the image and requires white dot corrections . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.